Event description:
Device 4 of 5: reference MFR report#1627487-2018-05375; reference MFR report#1627487-2018-05716; reference MFR report#1627487-2018-05765; reference MFR report#1627487-2018-05769. Additional information identified that patient had their scs system re-implanted on (B)(6) 2018.

Manufacturer narrative:
In the event the product is returned to the manufacturer, the reported event of infection cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 5. Reference MFR report: 1627487-2018-05375. Reference MFR report: 1627487-2018-05716. Reference MFR report: 1627487-2018-05765. Reference MFR report: 1627487-2018-05769. It was reported the scs was explanted due to infection.